Event description:
This sponsored solicited case from (B)(6) was received on 11-jul-2017 from patient vi patient support program. Study title: patient support program involving synvisc one this case concerns a (B)(6) female patient who received treatment with synvisc one injection and after an unknown latency patient had severe pain in right knee and prohibited her from walking for 2 weeks. No relevant past drugs, concomitant medications and concurrent condition were reported. The patient has a long history of osteoarthritis and mentioned having bilateral hip replacements and a left total knee replacement. On (B)(6) 2017, the patient received treatment with intra-articular synvisc one injection, at a dose of 6 ml once (lot number: 5rsk003d and expiration date: not reported) for moderate osteoarthritis in right knee. On an unknown date in 2017, after unknown latency, patient mentioned having severe pain which prohibited her from walking for approximately 2 weeks. Patient used two canes as support once she regained her mobility. Patient called her physician within a few days of the injection and mentioned re-visiting her physician within 1 week of her synvisc one treatment. Patient said that her physician was surprised by her reaction to the medication and recommended having a right total knee replacement in the near future. It was reported that patient only took ibuprofen (advil) for pain relief. Patient mentioned not knowing if she has fully recovered from the synvisc one injection because her arthritis was so advanced and she was still in pain. Corrective treatment: ibuprofen (advil) for severe pain in right knee; canes for prohibited her from walking for 2 weeks. Outcome: unknown for both events. A pharmaceutical technical complaint (ptc) was initiated and results were pending for the same. Reporter causality: not reported for both events. Company causality: associated for both events. Seriousness criterion: important medical event for prohibited her from walking for 2 weeks. Pharmacovigilance comment: sanofi company comment dated 13-jul-2017: this case concerns a patient who received treatment with synvisc one for osteoarthritis and later experienced knee pain and was unable to walk. On the basis of temporal relationship and clinical course causal role of suspect product cannot be excluded in occurrence of the event. However, due to lack of information regarding medical history, concomitant medications and past drugs complete medical assessment of the case is difficult.

Event description:
This sponsored solicited case from (B)(6) was received on (B)(6) 2017 from patient vi patient support program. Study title: patient support program involving synvisc one. This case concerns a (B)(6) year old female patient who received treatment with synvisc one injection and after an unknown latency patient had severe pain in right knee and prohibited her from walking for 2 weeks. No relevant past drugs, concomitant medications and concurrent condition were reported. The patient has a long history of osteoarthritis and mentioned having bilateral hip replacements and a left total knee replacement. On (B)(6) 2017, the patient received treatment with intra-articular synvisc one injection, at a dose of 6 ml once (lot number: 5rsk003d and expiration date: not reported) for moderate osteoarthritis in right knee. On an unknown date in 2017, after unknown latency, patient mentioned having severe pain which prohibited her from walking for approximately 2 weeks. Patient used two canes as support once she regained her mobility. Patient called her physician within a few days of the injection and mentioned re-visiting her physician within 1 week of her synvisc one treatment. Patient said that her physician was surprised by her reaction to the medication and recommended having a right total knee replacement in the near future. It was reported that patient only took ibuprofen (advil) for pain relief. Patient mentioned not knowing if she has fully recovered from the synvisc one injection because her arthritis was so advanced and she was still in pain. Corrective treatment: ibuprofen (advil) for severe pain in right knee; canes for prohibited her from walking for 2 weeks. Outcome: unknown for both events . A pharmaceutical technical complaint (ptc) was initiated with global ptc number 48715. The production and quality control documentation for lot 5rsk003d expiration date (09/2018) was reviewed. The investigation showed that the product met specifications. No associated non-conformances were noted. Based on the lot batch record review & lot frequency analysis for lot 5rsk003d no CAPA was required. Sanofi global pharmacovigilance and epidemiology continuously monitored adverse event reports with or without lot numbers, and assesses possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review had not indicated any safety issue. As of 21-jul-2017, a total of 12 complaints have been reported for lot 5rsk003 & all related sub-lots: 1 complaint had been reported for lot 5rsk003: (1 adverse event report). 9 complaints had been reported for lot 5rsk003d (6 adverse event reports, 1 loose luer lok hub, 1 extrusion difficulty/detached plunger rod & 1 broken syringe barrel). 2 complaints had been reported for lot 5rsk003g: (2 adverse event reports). Sanofi would continue to monitor complaints to determine if a CAPA was required. Reporter causality: not reported for both events. Company causality: associated for both events. Seriousness criterion: important medical event for prohibited her from walking for 2 weeks. Additional information was received on 24-jul-2017. Product expiration date was added. Global ptc number and ptc results were added. Text was amended accordingly. Pharmacovigilance comment: sanofi company comment for follow up dated 24-jul-2017: the follow up information received does not change previous case assessment. This case concerns a patient who received treatment with synvisc one for osteoarthritis and later experienced knee pain and was unable to walk. On the basis of temporal relationship and clinical course causal role of suspect product cannot be excluded in occurrence of the event. However, patient's advancing age and underlying condition of osteoarthritis is a confounder for the event.